Event description:
It was reported that the patient experienced four events of infusion set kinked cannula, with symptoms observed within 3 or more hours after insertion, leading to hyperglycemia on (B)(6) 2026. The patient¿s blood glucose level was reported to be 543 mg/dl. The events were managed with correction insulin administered via multiple daily injections (mdi).

Manufacturer narrative:
Initial 4 of 4 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.